Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . This report is for the second device used on the patient; see MDR no. 3013394970-2018-00505 for the first device reported that was used on the same patient.

Event description:
The user facility reported that the operator used a 6fr angio-seal device to close a puncture site. However, he found that the sheath and locator assembly failed to be inserted into the artery over the mini guidewire. After a few attempts, he decided to replace the angio-seal with a new angio-seal device. However, the operator still experienced the same difficulty of inserting the sheath and locator assembly over the mini guidewire. The operator then decided to revert to manual compression. Hemostasis was achieved with no complication reported. The patient was reported to be safe. The procedure outcome was successful. Hemostasis was achieved by manual compression. Additional information was received on 7/29/18: the procedure that was being performed was an angioplasty through the femoral artery. The procedure sheath size was a 6fr. There was no pre deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the DHR review and to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The hemostasis sheath was mated with the arteriotomy locator, the polyfoil pouch and the carrier tube assembly were returned. No other accessory components were returned. Microscopy inspection revealed that the arteriotomy locator and the hemostasis sheath holes were not aligned. A kink was also present at the blood inlet holes of the hemostasis sheath. Further microscopy confirmed that the hemostasis sheath and arteriotomy locator had not been properly mated. The arteriotomy locator and hemostasis sheath were then attempted to be mated. There was both an audible and tactile snap and the two components could be properly mated with the blood inlet holes in proper alignment. A guidewire was acquired to conduct functional testing. The sheath and locator were able to be loaded onto the guidewire without resistance present. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the arteriotomy locator and hemostasis sheath were returned not appropriately mated and a kink was present at the sheath's blood inlet hole which is likely the cause of the reported event. However, the exact cause of the reported event cannot be definitively determined.